Event description:
A malfunction on the pump was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within normal range. Technical support provided information on resetting the pump and assisted the caller with the reset. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to call back if the issue recurred, and they understood these instructions.